Event description:
It was reported that during the subpectoral biceps tenodesis, the tips of the inserter broke off. These remained in the patient. Prior to this, the inserter had bent several times at the tip. The surgery was finished successfully with the same device used anyway. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.